Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown.

Event description:
It was reported that the cartridge O-ring was missing. The customer confirmed the O-ring was not located on the pneumatic tap. There was no reported adverse impact to the customer's blood glucose level. A new cartridge was loaded to resolve the issue.